Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes showed a heavy presence of scaly skin found on the foam adhesive of the electrodes. Excessive amounts of scaly skin will increase the impedance value which will interfere with the ECG signal. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Please reference the attached preparation for use pamphlet that instructs users to take the necessary precautions to reduce these factors. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.